Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced low readings. Black chemistry observed. The root cause is black chemistry due to improper storage. Customer's daughter (nurse) calling on behalf of the customer. Customer is calling concerned about low control solution results obtained. Customer performed a level 1 control test, 5ac1b82. Verified the control solution expires 5/31/2017, was first opened (B)(6) 2015 that the control solution is properly stored. The expected range for a level 1 control test is 33-63 mg/dl, the result obtained was 28 mg/dl and 32 mg/dl. Reviewed meter memory; 1:32 mg/dl, (B)(6) 2016, 4:00 pm-control test result. Memory concerns: control test. Customer received meter (B)(6) 2015 from doctor. Customer has not used meter at all. Daughter wanted to setup meter run control test and teach mother how to use meter. Nurse ran the control test four times before calling. All control tests performed were lower than the expected range for the test strips used.

Event description:
Customer's daughter (nurse) calling on behalf of the customer. Customer is calling concerned about low control solution results obtained. Customer performed a level 1 control test, 5ac1b82. Verified the control solution expires 5/31/2017, was first opened (B)(6) 2015 that the control solution is properly stored. The expected range for a level 1 control test is 33-63 mg/dl, the result obtained was 28 mg/dl and 32 mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report #(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced low readings. Black chemistry observed. The root cause is black chemistry due to improper storage. Correction of device evaluation code.

Event description:
Customers daughter (nurse) calling on behalf of the customer. Customer is calling concerned about low control solution results obtained. Customer performed a level 1 control test, (b)((6). Verified the control solution expires 5/31/2017, was first opened (B)(6) 2015 that the control solution is properly stored. The expected range for a level 1 control test is 33-63mg/dl, the result obtained was 28mg/dl and 32mg/dl. Reviewed meter memory: 1:32mg/dl, 1/04/2016, 4:00pm-control test result. Memory concerns:control test customer received meter (B)(6) 2015 from doctor. Customer has not used meter at all. Daughter wanted to setup meter run control test and teach mother how to use meter. Nurse ran the control test four times before calling. All control tests performed were lower than the expected range for the test strips used.